Event description:
The user stated that the pa was started by the pharmacy and then submitted to the plan with the wrong quantity. Because the user is requesting a quantity change with the patient's insurance plan, this is a being reported as a pae. Reporter didn't consent to follow up. (B)(4).